Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The t-handle stripped is stripped. Would not pull out the reamer from the femur.

Manufacturer narrative:
Examination of the submitted device confirmed the hudson end that attaches to the reamer is damaged/stripped. The damage is consistent with wearing of the locking features after being subjected to heavy usage and contact with hard cortical bone. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.